Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer stated she had a low blood sugar episode had to take a shot in order to stabilize her sugar level. She had all the signs of extremely low blood sugar, but the meter indicated she was fine. Earlier in the day the meter read 200 and something and she took her long acting insulin. In the evening she felt like passing out from severe low blood sugar and the meter gave a normal reading of 111, which she knew was not accurate because of how she was feeling. She was shaking, sweating, had a rapid heart rate and was wobbly so she had to give herself an emergency shot of glucagon to raise her sugar level. When she was feeling better she took more readings and got 208, 67, and 210 all within 10 minutes and realized the meter was not accurate. Technique ok except she does not use new lancet. Storage good. She bought a new meter system and would like a refund for the prime product.